Event description:
The device is a pressurized chemical sterilizer. The dr reported the door blew off the unit while it was still under pressure. When the door opened it grazed an employee but did not hurt the employee. The dr reported that the entire unit flew across the room, a distance of approx four feet, and hit the wall.